Event description:
The customer observed false reactive troponin results, for one (B)(6) female patient with epigastric pain, while using the architect stat troponin-I assay. The results generated by the customer are as follows: (B)(6) 2012; sid na plasma result 0.36 ng/ml; (B)(6) 2012; sid (B)(4) plasma result 0.36 ng/ml; (B)(6) 2012; sid(B)(4) plasma result 0.36 this sample was tested using the troponine; centaur method generating a result of 0.0 ng/ml (negative). No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Two different assay lot numbers (14273un11 and 21173un11) were in use by the customer but it was not indicated which lot generated which patient results. The manufacture date and expiration dates are as follows for each lot: 14273un11, manufactured: 12/2011; expiration date: 11/30/2012 21173un11, manufactured: 02/2012; expiration date: 12/31/2012 further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lots 21173un11 and 14273un11; testing met the acceptance criteria and determined the reagents are performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect stat troponin-I, list 2k41-28, lots 14273un11 and 21173un11, were identified.

Manufacturer narrative:
Two different assay lot numbers (14273un11 and 21173un11) were in use by the customer but it was not indicated which lot generated which patient results. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.